Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a one-link disconnected from the distal end at the luer. The incident was noticed when the patient leaked blood. There was no patient injury or medical intervention associated with this event. No additional information is available.